Event description:
While performing the steps to achieve hemostasis with this perclose, the sutures failed to catch and create the knot needed to secure the suture to the vasculature. A new perclose was deployed successfully. Manufacturer response for perclose proglide, (brand not provided) (per site reporter). Unavailable.